Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2014 which refers to a (B)(6)-year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2014 for contraception; lot number used was b72572. It was reported that during the insertion procedure, essure device deployed too early and physician had to fish it out in pieces. Reporter stated that patient had no injuries. Essure was not continued. Follow up from (B)(6) 2014: ptc (product technical complaint) result was provided. Ptc global number: (B)(4). Final assessment: when the complaint narrative states it out in pieces when describing a device event, it is difficult to determine the true nature and cause of the event unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off and of a deployment difficulty event during the procedure are an anticipated events. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a reported product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported; therefore, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6)-year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure essure device deployed too early and physician had to fish it out in pieces. Essure was not continued. The reported events, regarded as device deployment issue, breakage and failed insertion are non-serious. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however, upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining events are also listed. Single cases of essure breakage have been reported. In this particular case, considering that the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded; and given the reported device malfunction this case was regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.